Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
As reported, during an intervention on a patient with brainstem hemorrhage and multiple organ failure, the invasive pressure data obtained with this dpt (disposable pressure transducer) was inaccurate. The error of blood pressure measured was 100 mmhg in systolic blood pressure and 30 mmhg in diastolic blood pressure compared with non-invasive blood pressure. There was no error message or alarm. The patient was not treated based on these values. The device was immediately removed from use and non-invasive blood pressure monitoring was used instead. There was no patient injury. The device was not kept for evaluation. The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is unknown if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during an intervention on a patient with brainstem hemorrhage and multiple organ failure, the invasive pressure data obtained with this dpt (disposable pressure transducer) was inaccurate. The error of blood pressure measured was 100 mmhg in systolic blood pressure and 30 mmhg in diastolic blood pressure compared with non-invasive blood pressure. There was no error message or alarm. The patient was not treated based on these values. The device was immediately removed from use and non-invasive blood pressure monitoring was used instead. There was no patient injury. The device was not kept for evaluation.